Event description:
It was reported that the mechanical ventilator didn't seem to be ventilating as per what clinician expected based on settings. They were able to bag the patient without issue. No patient injury.

Manufacturer narrative:
For the investigation the logfile was analysed. No malfunction was found. The described symptom was caused by a leakage in the patient circuit. In case of decreased tidal volume and/or airway pressure, e.g. Caused by a significant circuit leak, the sufficient ventilation and oxygenation of the patient might be restricted. During power-on self-test (post) and standby leak test as well, internal and external leakages are detected and depending on size a conditional (yellow) or non-functional (red) state is the consequence. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/pinsp not attained). All alarms, possible causes and remedies are described in the instructions for use. The case has been assessed to be not reportable in accordance to MDR.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the mechanical ventilator didn't seem to be ventilating as per what clinician expected based on settings. They were able to bag the patient without issue. No patient injury.